Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the needle is dramatically bent. No ts or suture remain on the insertion needle or were returned for evaluation. Actuator is in its post t2 position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device did not function as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the t-2 anchor did not deploy. A backup device was available to complete the procedure with a short delay of less than 30 minutes. No patient impact was reported.